Event description:
Vns patient developed an infection at both the neck and chest incision sites post-implant. It was reported that implanting surgeon used medical adhesive glue to close the incisions instead of sutures or steri strips. Both incisions were painful with drainage. The patient reportedly used a sterilie needle to puncture a hole in the incisions and drain the pus. Antibiotics were prescribed. It was reported that the patient has a lump in neck in the area of the lead wires. The patient periodically experienced pain or shocking sensation for 1-2 minutes.